Manufacturer narrative:
Updated fields:b3; b4; d9; d10;e1 event site address, city, telephone, email; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes; h11. Corrected fields: b5; b6; b7. Due to character restrictions in block e1. Full event site city name is (B)(6). A getinge field service engineer (fse) has replaced the 2500-hour kit, and the test is normal after replacement. It has been delivered to the user. However, root cause evaluation for the replaced part cannot be performed since the defective part was scraped.

Event description:
It was reported that during the pre-use test the cs100 intra aortic balloon pump (iabp) the average negative pressure value was lower than normal. After disassembling the compression pump, it was found that the 2500-hour maintenance kit needed to be replaced. No patient involvement and no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during pre-use test, cs100 intra-aortic balloon pump (iabp), was found that the average negative pressure value was lower than normal. After disassembling the compression pump, it was found that the 2500-hour maintenance kit needed to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the complete name of e1(event site name) - (B)(6) hospital.